Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccuratly high. The medical affairs specialist (mas) spoke with the pt on august 21, 2008 and obtained the following info. The pt reported that the alleged issue started approx one and a half weeks prior to contacting lfs. On unspecified dates/times, the pt reported obtaining readings of "500 and 530 mg/dl" on the subject meter. The pt claimed he does not adjust his medications unless his dr advises him to. The pt mentioned he takes 60 units of lantus in the morning and 50 units in the evening. In addition to the insulin, the pt indicated he also takes glucophage (dosage unk). It is unk if the pt developed any symptoms prior to, during, or after obtaining these alleged high results. However, he did report that he was taken to the ER on the first week of the month at about 11:00am. It is unclear why the pt was taken to the ER, but he claimed that his blood glucose was below "20 mg/dl" when tested by an hcp. The pt mentioned he was given "sweets" to raise his blood glucose. It is not known what other medical treatment was received by the pt at the ER. At the time of troubleshooting, the csr confirmed that the subject meter was set to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. However, the csr discovered that the code # on the meter did not match the code # of test strips the pt was using at the time. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly was treated for severe hypoglycemia after the alleged issue began and had to receive treatment at the ER after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.